Event description:
(B)(4) was notified by certified mail on 01/23/2012 of an alleged incident that occurred when the plaintiff/end-user attempted to open one of the folded wheelchairs located in a hospital hallway. Finding it difficult to open, she sat on its seat to open it for use. While using her hands to steady and lower herself into the folded wheelchair she noticed that her right hand was wedged into or between the frame of the wheelchair. Plaintiff's sister pushed her to the receptionist and when she tried to stand, she found that her right hand was not free. When she pulled her arm to free her hand, a portion of the last digit of her right pinky finger was severed. The hospital personnel looked for the missing portion of the plaintiff's pinky finger but indicated they could not find it. Hospital personnel looked at the wheelchair but stated that they could not determine what was caused plaintiff's finger to have been injured.

Manufacturer narrative:
As of the date of this report, the importer, (B)(4) has not been advised of the location of the wheelchair, therefore, we are unable to evaluate the product. MDR filed based on the alleged injury notification received on 01/23/2012 by plaintiff's attorney.